Event description:
Information received by medtronic on (B)(4) 2013 indicated that the user was experiencing flow and low tank weight system notices during a case and that odd temperature readings were noticed. Failure files confirmed system notice message 50030 (the safety system has detected a high level of refrigerant flow and stopped the injection). Additional information received (B)(4) 2014 indicated that the procedure was aborted without performing any ablations and that the patient was under general anesthesia.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issues (flow, low tank system notices, temperature) have been confirmed by field service engineering. The reported issue (system notice message 50030) has not been confirmed through testing or data analysis. Console rn-317 failed the inspection due to unadjusted load cell amplifier and temperature reference values as well as touch screen out of calibration. The reported low tank weight system notices were caused by an unadjusted load cell amplifier. This condition prevented the console from performing any injection and it led to abort the procedure. This report will be recorded and trended.